Event description:
The customer called to report a drive tube and centrifuge bowl break that caused a leak in the centrifuge chamber. The customer does not know if there was a leak detected/centrifuge chamber alarm. The customer noted stepping out of the room and hearing a very loud noise. When the customer came back in, the customer could see the centrifuge bowl whacking into the window of the centrifuge chamber. The customer turned the instrument off at that point but she is not sure if the bowl had already stopped or if that stopped the bowl. The customer reported that the kit got through prime fine and with no alarms. The customer checked the centrifuge chamber for leaks as prompted after prime and spun the bowl and it spun easily and freely without clicking or issues. The treatment was at 152 ml whole blood processed, in double needle mode, collection rate was 20 ml/min and return rate was 25 ml/min. The treatment was aborted and the patient was reported to be in stable condition. The customer reported that the drive tube was sheared in half and the bowl was broken into pieces. On (B)(6) 2015, the customer stated that the patient had not been transfused after the leak. On the day of the event the physician had ordered a transfusion as a precaution. However, after testing the patient's hemoglobin/hematocrit on (B)(6) 2015, the physician canceled the transfusion. The customer stated the patient was in stable condition. The customer stated that the patient generally gets a transfusion prior to treatment procedures. The retested patient's hemoglobin/hematocrit: hemoglobin: 10.0 g/dl. Hematocrit: 30.7%. Service order, (B)(4), was generated. The kit was not returned for evaluation, however the smart card was returned for evaluation.

Manufacturer narrative:
A batch record review of lot c311 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, centrifuge bowl leak/break and drive tube leak/break. No trends were detected for these complaint categories. CAPA (B)(4) was initiated for complaint category, centrifuge bowl leak/break. Drive tube leak/break was investigated through CAPA (B)(4) and CAPA (B)(4). CAPA (B)(4) was closed. Service order, (B)(4), feedback: the service technician cleaned up after the bowl leak then he replaced both the leak detector and the bearing retainer clip. No further action required. This assessment is based on information available at the time of the investigation. The smart card was returned for evaluation. Analysis of the returned smart card is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).